Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting a conflicting sars result with another brand antigen test. Qv result was negative and the other brand was positive. No confirmatory testing has been completed and the customer is asymptomatic.